Event description:
A malfunction alarm labeled as malf 9 was reported. There was no reported adverse impact to the customer¿s blood glucose level. The customer had not previously reported or reset the pump for this malfunction, so technical support provided instructions and assisted in resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised they could continue using the pump, with instructions to call back if the issue reoccurred.